Event description:
The customer reports that prior to a procedure the handpiece presented with an issue and then the system locked. The procedure was not able to be completed and subsequent procedures were canceled due to this event. Further info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).